Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-01179, reference MFR. Report # 3006705815-2019-01180. It was reported that the patient's entire system was explanted on (B)(6) 2019 due to ineffective stimulation.